Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-02334, 1627487-2023-03753. Additional information was received that both of the patient's extensions had high impedances and the patient lost effective therapy as a result. Surgical intervention was undertaken wherein the ipg and both extensions were replaced. Effective therapy was established postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.